Event description:
It was reported that where the hanger weldment was welded, it is causing the left front rigging to lean inward, instead of straight down on the (B)(4) wheelchair. Unit has been sitting in stock. Wasn't found till removed from box, concealed damage.